Manufacturer narrative:
This report updates the patient identifier and evaluation conclusion code, and corrects the initial reporter and date of event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited wide complexes resulting in oversensing and an inappropriate shock. The rhythm was noted to have been a ventricular arrhythmia at approximately 215 beats per minute with a shock zone programmed to 250 beats per minute. Review of device data determined this was a second inappropriate shock delivered. The first was delivered approximately three months prior. This device remains in service. No adverse patient effects were reported. Additional information was received indicating the patient was hospitalized for four days due to this event, and the cause for the morphology change and inappropriate shock was suspected to be due to hyperkalemia. About 11 weeks later, the patient received anti-tachycardia pacing (atp) and one shock from the device for recurrent ventricular tachycardia (vt). The patient was hospitalized again, on (B)(6), and received a cardioversion, was administered amiodarone, and the s-ICD tachy therapy was programmed off. On (B)(6), the patient experienced sustained vt with spontaneous conversion. On (B)(6) 2023, the patient underwent a vt ablation; however, on (B)(6) 2023 the patient again experienced a sustained vt with a spontaneous conversion after 3.5 minutes. Similar episodes occurred on (B)(6) 2023. It was noted the patient was started on an anticoagulant medication. The most current information indicates the issue is ongoing and the patient remains hospitalized. Nothing further was reported regarding the original observation of the inappropriate shock therapy. Additional information was received indicating s-ICD therapy was programmed back on (B)(6) 2023 and the patient was discharged from the hospital on (B)(6) 2023. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited wide complexes resulting in oversensing and an inappropriate shock. The rhythm was noted to have been a ventricular arrhythmia at approximately 215 beats per minute with a shock zone programmed to 250 beats per minute. Review of device data determined this was a second inappropriate shock delivered. The first was delivered approximately three months prior. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited wide complexes resulting in oversensing and an inappropriate shock. The rhythm was noted to have been a ventricular arrhythmia at approximately 215 beats per minute with a shock zone programmed to 250 beats per minute. Review of device data determined this was a second inappropriate shock delivered. The first was delivered approximately three months prior. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report updates the patient identifier and evaluation conclusion code, and corrects the initial reporter and date of event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited wide complexes resulting in oversensing and an inappropriate shock. The rhythm was noted to have been a ventricular arrhythmia at approximately 215 beats per minute with a shock zone programmed to 250 beats per minute. Review of device data determined this was a second inappropriate shock delivered. The first was delivered approximately three months prior. This device remains in service. No adverse patient effects were reported. Additional information was received indicating the patient was hospitalized for four days due to this event, and the cause for the morphology change and inappropriate shock was suspected to be due to hyperkalemia. About 11 weeks later, the patient received anti-tachycardia pacing (atp) and one shock from the device for recurrent ventricular tachycardia (vt). The patient was hospitalized again, on june 25, and received a cardioversion, was administered amiodarone, and the s-ICD tachy therapy was programmed off. On (B)(6), the patient experienced sustained vt with spontaneous conversion. On (B)(6), 2023, the patient underwent a vt ablation; however, on july 2, 20123 the patient again experienced a sustained vt with a spontaneous conversion after 3.5 minutes. Similar episodes occurred on (B)(6), 2023, and on (B)(6), 2023. It was noted the patient was started on an anticoagulant medication. The most current information indicates the issue is ongoing and the patient remains hospitalized. Nothing further was reported regarding the original observation of the inappropriate shock therapy.

Manufacturer narrative:
This report updates the patient identifier and evaluation conclusion code, and corrects the initial reporter and date of event. A supplemental report will be submitted if pertinent information is later received.